Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. The patient was not hospitalized for the peritonitis. On an unknown date, the patient was treated with an injection of fortum ip (1 gram, once daily) and of vancomycin (1 gram, to repeat after 5 days, route not reported) for the peritonitis. The patient was recovering.